Manufacturer narrative:
Exemption number: 1997016, number of events reported: 8417.

Event description:
This report summarizes 8417 reported events for serious injuries. Patient problem codes for these events include: wound dehiscence, edema, fistula, fracture, infection, inflammation, necrosis, pain, swelling, sinus, perforation, discomfort, numbness, no information, no code available, abscess, irritation, no consequences or impact to patient. Device problem codes and description summary: fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical problem: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Separation failure : problem associated with the device or one of its components failing to detach or separate as intended. Device or device component damaged by another device: the implant failure is due to the implant and the implant placement tool becoming damaged by one another. Therefore the implant is removed. Adverse event without identified device or use problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore the implant is removed and additional medical and/or surgical intervention is required. Positioning failure : problem associated with the inability of the device to be positioned in a specified location. Range of patient age and patient gender: female: 10 - 97 age range, male : 15 - 98 age range, patient gender was unknown or not provided 17 - 86 age range.

Event description:
It was reported that the implant was removed due to non integration and infection.

Manufacturer narrative:
This report is to relay additional information to q2 asr submission with regards to record number (B)(4).